Event description:
A new cusa plus with a cusa hand piece and an excel 23khz tubing was connected prior to a liver resection. The surgical staff primed the unit, tested it and found that the irrigation would not come out of the tip of the excel 23 khz tubing. The suction continued to draw the irrigation back in which prevented irrigation from flowing out of the tip. The tubing was changed and it worked perfectly fine. The lot number is unk as the tubing was set up in sterile processing. There was no delay in surgery and no pt injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info. See scanned page.